Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "change sensor" message displayed after 5 days of wearing the adc freestyle libre sensor. Customer further reported he experienced sweating, shaking and subsequently lost consciousness. Customer had contact with the nurse who diagnosed the customer with hypoglycemia and reportedly treated with "insulin injection" and an unspecified pill. It should be noted that treatment of insulin is not consistent with the diagnosis. There was no report of death or permanent impairment associated with this event.